Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory result. The result from the meter was 4.1 inr and the result within 7 hours from the laboratory was 3.1 inr. There was no adverse event. The result from the laboratory was believed to be correct. The patient's condition was "good". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, no new medications, no bleeding, and no bruising. The patient's therapeutic range was 2.0 - 3.0 inr. The device was requested to be returned for investigation. Relevant retention test strips (lot 368872) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during investigation. Qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot qc lot. (2.5 - 3.9 inr). All measurements were without error messages. The results alleged by the customer were not observed in the meter¿s patient result memory. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins.  However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.